Manufacturer narrative:
Unit received with minor scratched display window and cracked battery tube threads. Unit received with bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked. Customer's blood glucose was 167 mg/dl. Insulin pump would need to be replaced.